Event description:
Medtronic received information that during the loading of a 29 pro transcatheter bioprosthetic valve with this delivery catheter system (dcs), during overdrive the deployment knob, on the dcs handle separated. No unusual resistance was felt during the loading of the valve. The dcs was replaced and the valve was loaded successfully. No patient involvement was reported with the dcs.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the deployment knobs attached and the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appeared intact with no evidence of damage. The inner member shaft and spindle hub appeared intact with no evidence of damage. At this point the deployment knobs were separated by the medtronic analysis technician. Stress marks were observed on the tabs of the male deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned for analysis with the deployment knobs attached. The deployment knobs were separated by the medtronic analysis technician and damage was observed on the snap fit tabs of the male deployment knob. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.